Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged. Cracked battery threads, cracked corner of belt clip rails, cracked battery tube compartment, cracked case at lower battery side, missing display window cover, pillowing keypad overlay, peeling keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when peeling keypad was noted. In addition, the following cosmetic damages were also confirmed during visual inspection when damaged battery cap contact, cracked battery threads, cracked corner of belt clip rails, cracked battery tube compartment, cracked case at lower battery side, missing display window cover, pillowing keypad overlay, and scratched case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Trouble shoot was performed.customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Product mmt-1880 was returned for analysis.